Event description:
It was reported that, when an asymptomatic patient presented in clinic for routine follow-up, post-paced t-wave oversensing was observed. No programming changes were made as the patient was non pacer dependent and no oversensing was noted during normal sinus. The patient was monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.